Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the extension tubing was disconnected from the cassette tubing and the medication that was infused into the carrier pouch spill into the pump during patient use. No patient harm or no patient injury.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-12304 for details pertinent to this event.